Manufacturer narrative:
Investigation summary: customer stated: the device does not fully infuse the medication bag. Tests: self-test and visual inspection. Self-test passed. Visual inspection was performed and found both mechanisms out of calibration. The probable cause was both mechanisms out of calibration. Recalibrated both mechanisms, ran / run-in protocol of 400ml/hr @ 50 vtbi on line l1 and r1 and everything passed. The device is running to specification. Service code:0914, default code:0425, screen lock code:1379, software version: 1.1.4.4, list number:40002-04-01, pump service code & revision: -25, battery level upon arrival: 60%.

Event description:
A plum duo infusion system reportedly did not infuse from a bag of unspecified medication during a patient's infusion. There was no report of any human harm.

Manufacturer narrative:
The device is available for return; however, it has not yet been received.